Event description:
Customer reported error 30. The device was received for evaluation. The evaluation could not verify the customer reported error 30. The device history log revealed error 21 (3x), 51 (2x) and 99 (4x). Replaced speaker needs to address error 51 and replaced cpu and power supply pcbs to address error 99. Pump failed test 19, replaced left flange. The device was cleaned and post repair tested. After repair, the device meets specification.

Event description:
Customer reported error 30 when powered on and then will not power on anymore.